Event description:
It was reported that the patient's device was seen to have high impedance. No surgical intervention has been reported to date. No additional relevant information has been received to date.